Manufacturer narrative:
This device was used for treatment not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records showed: manufacturing documents were reviewed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the zipfix was loosening during surgery. Customer reported no wrong application. There was no patient harm and no significant surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Per product device investigaion eval, the device shows some severe deformations and bends to its body section and its locking feature. The deformations were induced to the device during the attempt of tensioning. Based on these findings it can be concluded that the bend damaged during the closing of the device the locking feature in the locking head. Which prevented the device to engage and lock as per the intent and to be tensioned. No design related root cause for implant failure was determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.